Manufacturer narrative:
(B)(4) h6: proposed component code: mechanical (g04) - femur. Visual examination of the provided picture identified the reported device with the appearance of a lack of any bony ingrowth on it's inner surface. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the press-fit femoral component demonstrated no bony ingrowth approximately 11 months post-implantation. Subsequently, the patient underwent revision surgery to replace the femoral component without reported complication. It was reported that all available information has been provided.